Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's wife reported customer inserted their fs navigator continuous glucose monitor's sensor in his upper arm and few minutes later, the insertion site started to bleed excessively. Customer's wife reported taking customer to new island hospital where he was treated with some lotion which helps to stop the bleeding at the insertion site. There is no report on diagnosis, death or mistreatment associated with this event.